Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #, lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent percutaneous endoscopic gastrostomy (peg) tube placement. The patient experienced peritonitis during initial phase. During surgery on (B)(6) 2016, a new peg was placed. Duopa therapy had been discontinued temporarily.

Manufacturer narrative:
(B)(4). Corrected data in explant date and event or problem.

Event description:
Subsequent to the submission of the previous medwatch report, it was noted that the peg tube was removed on (B)(6) 2016 and no new peg tube was placed.